Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined. It is unclear where in the catheter the resistance occurred. However, a continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
G4: PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a basilar artery occlusion. Aspiration catheter was inserted from the right dominant side. A rebar18 microcatheter was put in place into the p1 segment of the left posterior cerebral artery. Manual contrast injection confirmed the true lumen. An sab4-20 stent was then attempted to be delivered, but it could not be pushed out of the microcatheter. Repeated attempts were unsuccessful. To ensure the safety of the procedure and the patient, another stent of the same model was used instead, and the procedure was completed safely. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic stroke in the basilar artery. Patient condition: mrs: baseline was normal, mrs: procedure was normal, nihss baseline score: 4, nihss post procedure score: 1, tici baseline score: 1, tici post procedure score: 2c. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 3 hours.